Manufacturer narrative:
Complete initial reporter name: (B)(6), nurse manager. Complete event site name: (B)(6) healthcare system. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure and catheter restriction alarms. Upon inspection, no issue was found with the console. The iab was replaced with a new one, which functioned without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and of blood on the exterior of the catheter. The pressure tubing was also returned. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 28.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The optical fiber was found to be broken, confirming the reported sensor problem. We are unable to determine when this may have occurred. We were unable to confirm the catheter restriction alarm. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).